Manufacturer narrative:
Eval summary: the product was returned from the consumer and evaluated. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specification. Batch records were reviewed and no deviations were identified. No similar reports on lot 124343f. This report mailed in to FDA on: 08/22/2007. The MFR internal reference number is lc071208. Add'l info was requested from consumer: 06/22/2007, 07/03/2007, 07/17/2007, and 7/24/207. Consumer provided add'l info 07/25/2007.

Event description:
Consumer initially reported that she experienced red, itchy, swollen, and sore eyes after using this product for the first time. Add'l info was provided by the consumer on 7/25/2007. At that time, she reported she had experienced "chemical burns" to both eyes leading to "infection" with use of this product. She states she was treated with antibiotics and a steroid and the condition resolved. She discontinued product use and contact lens wear. She wears fresh look contact lenses, 55% water content, daily wear (four hours per day) with a 30-day replacement cycle. She declined to provide physician contact info. Consumer stated she normally uses amo complete.